Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results and conclusions are not finalized at this stage. When more information is available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf82) related to an alarm system fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported sf82. Review of the device data logs revealed an error message (sf140) related to alarm priority. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that sf82 and sf140 were due to super capacitor electrolyte leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf82) related to the alarm system system. There was no patient harm or serious injury reported as a result of this incident.